Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the sample noted one suture and one needle. Microscopic inspection of the loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the sample was received with the loop open, the force required to break the loop cannot be reliably determined. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Unfortunately, since no sealed samples were received, a laced through loop test and needle attachment test could not be performed. The most likely root cause for the observed condition was determined to be a result of incorrect handling during application of the suture or excessive tension on the suture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a roux-en-y gastric bypass. The loop at the end of the suture strand came open/undone during the last step of the procedure. To correct the issue, the suture strand was removed and replaced. No known consequence or impact to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.